Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced a kinked cannula preventing insulin delivery due to which the patient experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level after spending less than one day in the emergency room. His highest blood glucose level was 400 mg/dl and had high ketone level which was assessed as dangerous/life threatening by his healthcare professional. Reportedly, the event caused heart attack to patient. Moreover, the infusion had been used for less than three days. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with persistent heart problems. Furthermore, the patient reported that he has faced the similar issue 18 times between (B)(6) 2022 to (B)(6) 2022, which he noticed after three or more hours after insertion. The infusion set had been used for 3 hour - one day and the site of insertion was his abdomen. Further, the patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.